Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was having pain at the ipg site. The patient underwent an explant procedure, and the explanted devices were kept by the medical facility.